Event description:
It was reported that after the change out of the associated pulse generator, this left ventricular (lv) lead presented a loss of capture and when examined by x-ray imaging it was found to have suffered from a fractured. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.